Event description:
It was reported that during the dialysis treatment, the nurse noticed a leak in the venous side of the catheter.

Manufacturer narrative:
An investigation has been initiated. A review of the manufacturing records indicated that all device specifications and quality requirements were satisfied. When the investigation is completed, a final report will be submitted.